Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose level was 544 mg/dl at the time of incident. The customer treated high blood glucose level with an injection. The customer reported recurring delivery alarms even with changing infusion sets and reservoirs. The customer¿s current blood glucose level is 480 mg/dl. During troubleshooting the drive support cap is normal slightly indented and the insulin pump is working as designed. The insulin pump will not be returned for analysis.